Manufacturer narrative:
On (B)(6) 2017, a tandem clinical diabetes specialist reported that the customer occlusion alarms were ongoing and she was to be working with the customer to troubleshoot. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 250 to over 600 mg/dl. Insulin injections were administered to address the bg level. After the occlusions, the customer saw insulin exiting the tubing and the infusion set site was changed multiple times; however, the occlusion had reoccurred. The customer changed out all of the pump supplies on (B)(6) 2017 and occlusion alarms were received on (B)(6) 2017. The customer changed the infusion set site and then the tubing. The customer's bg ranged from 397 to 555 mg/dl with a slightly above moderate level of ketones. Insulin injections were used to address the bg level. The customer reverted to using insulin injections to manage diabetes. The customer declined tandem customer technical support's (cts) offer to troubleshoot the current occlusion and thought that the occlusions were due to the infusion set tubing or site; however, the cartridge and insulin vial were not changed. Cts advised the contact to change one part of the supplies at a time to determine where the blockage was.